Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer took too much in a bolus. Troubleshooting was performed. The customer's blood sugar was 429 mg/dl. The insulin pump tested fine. Nothing is returning.